Manufacturer narrative:
It was reported to abbott the ipg site did not heal. Infection was suspected but cultures came back negative. Surgical intervention took place wherein the ipg was explanted and the lead was cut and left implanted to address the issue. The patient underwent surgical intervention at a later date wherein the scs system and lead was replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
It was reported the ipg site did not healed. Infection was suspected but cultures came back negative. Surgical intervention took place wherein the ipg was explanted and the lead was cut and left implanted to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Kw 05-26-2021. Related manufacturer reference number: (B)(4). It was reported the ipg site did not healed. Infection was suspected but cultures came back negative. Surgical intervention took place wherein the ipg was explanted and the lead was cut and left implanted to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the scs system was replaced to address the issue.